Event description:
A malfunction alarm identified as code malf 0 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arise again, which they understood and acknowledged.